Manufacturer narrative:
(B)(4).

Event description:
The patient presented with ventricular fibrillation and was treated with an external defibrillator and intubation. Upon interrogation of the device, no episodes or therapies were recorded. All electrical parameters were within normal range. Review of the session records revealed the criteria for vt/vf detection criteria may have not been fulfilled due to the programmed device parameters. The patient expired two days later. No additional information is available.